Manufacturer narrative:
Additional information: d10, h3, h6 and h10. The device was received for evaluation. Visual inspection was performed and noted a female connector was separated from the main body. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue (female connector) was detached from the light blue (mainbody) of one (1) transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use on this day only. On the same day, the transfer set was replaced. The titanium adapter was not replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.